Manufacturer narrative:
The instrument was returned and inspected. Hardness inspection passed specifications and the DHR review determined that the instrument was manufactured to specifications. Since the instrument tip was not returned a complete investigation could not be completed.

Event description:
While tightening a screw during a posterior spinal fusion surgery the tip of the screw driver broke off and was not able to be removed from the head of the screw. The surgery was completed successfully with no injury to the patient.